Event description:
The complaint submitter confirmed that when attempting to perform a surview of acquisition of a pt, the system was halted. The customer performed a log out/in, chose "current" as the pt and the correct pt information was verified to have been loaded into the system. The customer was then able to successfully complete the pt procedure. After the procedure was completed, the customer recognized that the images have been saved under another pt's file with the other pt's data on the images. The customer was able to modify the pt data to reflect the correct pt information, and there was no misinterpretation, mistreatment, or rescan associated with this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).